Manufacturer narrative:
Concomitant product: product ID 8770, lot # n10447351, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported the patient had experienced epigastric cramp-like pain since two weeks ago. The pain had accelerated on (B)(6) 2014. The patient was investigated with an ECG (electrocardiograph) which was normal and a blood test that showed a slight increase in tnt (troponin) 62 (tolerance <(><<)>15). The patient was admitted to the hospital for telemetric observation on (B)(6) 2014. A myocardial scintigraphy was normal. The patient was discharged and felt well. A connection to the device could not be excluded because the patient had been frequently complaining of discomfort localized around the pump. The event was listed as moderate severity and possible causality. The event was noted to be resolved and the patient recovered. The pump was used to deliver saline.